Event description:
It was reported that a caller experienced an issue where the t: slim x2 pump battery would not charge and the pump screen remained dark. There was no reported impact to the customer¿s blood glucose level. The caller confirmed using the tandem charging cable with a third-party wall adapter. Instructions were given to leave the adapter plugged into a known working outlet for at least 30 minutes, but the pump still did not charge. Upon using a different wall adapter, the issue was resolved, confirming the charging connection with a non-tandem wall adapter and tandem charging cable. Technical support advised against using third-party adapters unless troubleshooting and arranged to send a replacement tandem wall adapter.